Manufacturer narrative:
(B)(4). All affected equipment has been requested. Customer requests event log review so product return is not expected at this time. The event logs have been received and lot review is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
E-mail from customer stated the pt was supposed to receive a 24 hr infusion of fluorouracil (5-fu) but the infusion ended early. Pt "had 5-fu (B)(6) for 24 hour infusion. The infusion started on (B)(6) at 2100, rn hung next bag (B)(6) at 1953 (unk when actually stopped). Per nursing, the bag stopped 3.5-4 hr early, but not in nursing notes. The last charting of a rate was on (B)(6) 2013 at 1459." The 500 ml volume was to infuse at 20.8 ml/hr. Concentration 3.48 mg/ml. The nurse was using the adult oncology library. The bags and tubing were not saved. Two pump were in use but customer did not specify which pump was infusing 5fu at time of event. There was no pt harm reported and no medical intervention was required. Customer stated the user did not provide any additional pt or event details.